Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor, and it was unable to perform the basic occlusion, occlusion, and excessive no delivery alarm due to the prime anomaly. However the device passed the rewind and displacement test. No motor alarms occurred during test, and the motor passed the motor test.

Event description:
The customer reported having unexplained high blood glucose of 258mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir, no delivery, and low battery alarms. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula, and it was not bent. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.